Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the gas flow output would oscillate between 3.25 and 3.75 l/min although the gas delivery system was set at 3 l/min. The user also reported the knob on the epgs would rotate by itself. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.